Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded by a certified nurse. Afterward, the loaded valve was inspected under fluoroscopy and was deemed acceptable. No pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was advanced through the right femoral artery over a medtronic guidewire. The pigtail catheter that was lodged to the non-coronary cusp (ncc) was coming from the right radial artery. The first deployment attempt resulted in the valve dislodging out of the aortic annulus into the sinuses despite rapid pacing of 130 beats per minute (bpm). The implanting team recaptured the valve and started the second deployment attempt, again under pacing of 130 bpm, but the valve dislodged up into the sinuses once again. Upon recapture, it was noticed that the pigtail catheter that was in the ncc was tangled in the valve struts as it was being recaptured. All attempts to pull the pigtail catheter free failed. The implanting team pulled the dcs into the descending aorta with the tangled pigtail and deployed the valve to the point of no return, freeing the pigtail catheter. The valve was safely recaptured. The medtronic guidewire was pulled from the left ventricle as a result of this maneuver. The valve and dcs were withdrawn from the patient's body and exchanged with a new valve and dcs. A new pigtail catheter was introduced as well. Upon examination of the dcs when it was retrieved from the patient, discoloration of the capsule was noted and the "cap sule flare had an edge." The new valve was loaded by another certified nurse and was deemed acceptable under fluoroscopic inspection. It was reported that there was a procedural delay of approximately fifteen minutes. The procedure was completed with the new valve system. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-26, (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Re unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.